Event description:
During the transaortic tavr procedure, a 23mm sapien xt valve was deployed too ventricular. During deployment of a second 23mm sapien xt valve, the initial valve embolized into the ventricle. The initial xt valve was positioned 50:50 aortic/ventricular (a/v) and deployed 90:10 ventricular/aortic (v/a), resulting in severe paravalvular leak (pvl). During the positioning of a second xt valve, the first valve was pushed and embolized into the ventricle. The second valve was deployed 50:50 a/v. The patient was placed on bypass and a mini thoracotomy was performed to remove the first valve via the left apex. As the patient was taken off of bypass, it was noted that the second valve had moved ventricular and was now positioned 80:20 v/a, resulting in severe pvl. A third valve was prepared and deployed 50:50 a/v via the transapical approach, securing the second valve and correcting the pvl. Following the procedure, the patient was transferred in stable condition. It was perceived that native leaflet overhang contributed to the too ventricular deployment of the initial valve and subsequent pvl. The valve embolization was the result of the initial valve being pushed by the second valve during positioning. It was also noted that the coaxial alignment of the delivery system and valve was fair due to the patient¿s horizontal heart. The patient¿s annulus measured 18mm x 25mm by CT (valve area of 377mm2). Severe annular calcification, bulky native leaflet calcification and mild aortic root calcification were reported.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, in addition to procedural factors (fair coaxial alignment of the delivery system and valve), patient factors (horizontal heart, severe annular calcification, bulky native leaflet calcification) likely contributed to the malposition and subsequent pvl of the initial valve. Placement of the second valve resulted in the embolization of the initial valve and subsequent valve removal. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case.

Manufacturer narrative:
Additional information: please reference related manufacturer report no: 2015691-2015-01343.